Event description:
While the amplatz thrombectomy device was inside a loop dialysis ("ptfe" graft), the device appeared to be working well until it became difficult to advance the amplatz thrombectomy device. The physician finally advanced the amplatz thrombectomy device by twisting and pushing forward. When the device moved forward, the braided catheter stayed in place while the distal housing, distal bearings and spring coil moved forward. The spring coil was exposed 3 cm. At this point the physician stopped the procedure. Another device was available, and the procedure completed. The pt experienced no adverse sequelae.